Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1528602) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that resistance was met when attempting to shuttle down the mynxgrip vascular closure device and when retracting the procedural sheath. The device was being used for with a 5f procedural sheath for arterial closure. The user shuttled down completely. Significant resistance was felt when shuttling down. Unusual force was not applied when retracting the sheath; however, the sheath got stuck and did not move properly. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.

Manufacturer narrative:
.

Event description:
The following additional information was provided: there were no complications for the patient.